Manufacturer narrative:
Retained and returned test strips met specifications. The test strip tray on the customer's instrument was extremely dirty. Due to the material on the tray the test strip could not be correctly positioned. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The test strips were not bent or discolored. Negative qc material was also run on the analyzer and the results were positive. The qc was repeated with a negative result. Positive qc material was also run on the analyzer and the results were negative. The meter, test strips, the old software chip and the new software chip were requested for investigation.

Event description:
The initial reporter complained of false positive nitrite results with an unspecified number of patient samples on a urisys 1100 analyzer. The nitrite results were positive on the analyzer, however, the visual reading was negative. Based on the visual reading, the patient samples were repeated and the results were negative. These issues just started following the use of the new software chip 5.71 on the analyzer. The combur 10 test strip lot number was 39009502 with an expiration date of 30-jun-2020.